Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the case box label indicated lot#0302705 a-line syringe, however the pouches inside the box were from lot#0126432 and had needles. Lot#0302705 was manufactured on november 25th, 2020 and lot# 0126432 was manufactured on may 22nd, 2020. Thus, lot#0126432 was manufactured and shipped 6 months prior to lot#0302705 beginning manufacture. Additionally, a retained case box from bd inventory of lot#0302705 was evaluated by visual examination and no mixed product was observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode mixed product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd a-line¿ , the device experienced mix of product type in a pack. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: incorrect packaging. Preset syringes were in the a-line box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd a-line¿ , the device experienced mix of product type in a pack. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: incorrect packaging. Preset syringes were in the a-line box.